Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified the patient presented with mixed incontinence and was offered trans obturator sling urethropexy (aris). Surgery was performed on (B)(6) 2017, and the patient developed pain at the surgical site. Sectioning of the sling was attempted but did not improve the condition. The overactive bladder symptoms responded poorly to medication. Botox injections were used to control the condition. Residual pain is neuropathic and chronic. The patient received care under a multidisciplinary team, and radical removal of sling is recommended.